Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial capture test did not start due to suspected telemetry disturbances. The device was recommended to be re-interrogated and the programmer was suggested to be turned off. No further information is available.

Manufacturer narrative:
(B)(4).